Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high, out of range shock impedances. The device was programmed at maximum energy for all shocks and initial polarity. Historical shock impedance values had been at the high limit for quite some time. Technical services recommended reprogramming. Continued increase in impedance approaching higher limits would warrant consideration of lead replacement. The rv lead remains in service. No adverse patient effects were reported.